Event description:
A previous 2.75mm x 24mm driver sprint rx coronary stent delivery system was inserted into a pt. That driver sprint rx coronary stent delivery system was advanced towards the lesion (MFR report 2953200-2010-00184). Following a complicated delivery stent deformation was noted, prior to stent inflation. The device was removed from the pt and another 2.75mm x 24mm driver sprint rx coronary stent delivery system was inserted. The same event occurred again. The 2nd device was removed from the pt. The lesion was pre-dilated twice with a 2.0mm x 15mm maverick balloon to 10 atm 30% residual stenosis remained and a dissection occured. A 3.00mm x 23 mm stent from another MFR was used to successfully complete the procedure. The pt was reported to be good post procedure and the final result was optimal. No clinical sequelae were reported.

Manufacturer narrative:
Eval summary: the device was returned for eval. The stent, although positioned on the balloon as per spec, was noted to be damaged. It appears most likely that the stent od profile was damaged during the procedure. It was reported that the stent had fractured during the procedure however, review of the returned device confirmed that there was no fracture. However, the proximal stent segments had lifted off the balloon and were stretched proximally. (B)(4) other (stent damaged during procedure). Eval, results - (75% stenosis, moderate tortuosity of less than or equal to 2 bends, little calcification). Conclusions: (75% stenosis, moderate tortuosity of less than or equal to 2 bends, little calcification).